Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 27sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device powers off by itself. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 18oct2018. Date of manufacturer: 16oct2018. The customer reports the power supply was replaced and the issue has been resolved. The device has been returned to service.

Manufacturer narrative:
Date of report: 18oct2018. Date of manufacturer: 16oct2018. The customer reports the power supply was replaced and the issue has been resolved. The device has been returned to service.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 26sep2018. Philip's field service engineer performed remote troubleshooting with the customer. The customer was provided part information for the power supply and harness. The customer reports that replacement parts were ordered; however, repairs are planned for a later time that had not been specified. No parts were returned to philips; therefore, the root cause of the reported issue could not be determined.